Event description:
It was reported that this lead was an attempted implant because it was dislodged, even after the physician tried to repositioned in 2 additional sites. The dislodgement was discovered by fluoroscopy. All attempts to place the lead led to lead dislodged. The lead was removed from the body and inspected for tissue on the helix that might impede lead deployment and fixation. The helix jumped out with slow rotation of the lead turning tool, however, retracted in a normal fashion. No tissue or helix issues was seen. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant because it was dislodged, even after the physician tried to repositioned in 2 additional sites. The dislodgement was discovered by fluoroscopy. All attempts to place the lead led to lead dislodged. The lead was removed from the body and inspected for tissue on the helix that might impede lead deployment and fixation. The helix jumped out with slow rotation of the lead turning tool, however, retracted in a normal fashion. No tissue or helix issues was seen. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead already returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Inspection of the lead body and electrode tip found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.